Event description:
The customer has reported that the control module has a damaged blue cable port. There were no patient or procedure involvement.

Manufacturer narrative:
Date sent: 10/29/2008. Evaluation summary: the analysis site confirmed the customer complaint. To correct the issue, the analysis site replaced the dc motor adaptor. After servicing, the unit passed all qa testing processes. Complaint info is trended on a regular basis to determine if further investigation is warranted.